Event description:
Additional information: it was later reported that the patient experienced inadequate pain relief prior to previously reported catheter surgery on (B)(6) 2012. It was also noted that both the catheter and the pump were replaced and disposed of according to biohazard instructions. No further information was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pump and catheter were replaced on (B)(6) 2012. The pump was at end of life (eol). The catheter was replaced due to a fracture. On (B)(6) 2012, the catheter was unable to be aspirated of fluid. Surgical observation on (B)(6) 2012 determined a catheter fracture at the lumbar portion. The patient experienced lack of efficacy of medication. The patient resolved without sequelae on (B)(6) 2012. The device system was used to deliver dilaudid and bupivacaine. A follow-up report will be submitted if new information becomes available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 8709, serial # (B)(4), implanted: (B)(6) 2006, explanted: (B)(6) 2012, product type catheter. (B)(4).